Event description:
Approximately two weeks after implant, the system was explanted. The patient had spinal meningitis. The catheter was found coiled in front of the pump. The patient went to a nursing home to recover from the meningitis. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.